Event description:
Procedure type: thoraco/lobectomy. According to the reporter: during the procedure the surgeon attempted to cut the branch of pulmonary artery but the device could not cut it. After that, the surgeon tried to use it on brochial artery but the device could not cut it smoothly. The surgeon gave up using the device and the procedure was completed without replacement. No bleeding. No tissue damage. No unanticipated tissue loss. Nothing fell into cavity. No pt harm. Operating room time not extended.

Manufacturer narrative:
(B)(4).